Manufacturer narrative:
Eval of the instrument confirmed that the carbide insert (2mm x 1mm) separated from the jaw it was attached to. There does not appear to be any damage to the instrument, other than the missing piece. We cannot confirm cause of separation possible epoxy failure.

Event description:
Allegedly, the doctor was suturing stomach when he noted the device was not functioning. He examined the device and found that a piece had come off into pt. An x-ray was done and piece was located and removed from pt. Procedure was completed. There was no injury to pt.